Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the ECG electrodes. The patient was given (B)(6) strips from a nurse for the irritation. The outcome of the irritation is not known.